Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) reported it was a spontaneous motor stall. There was no recent magnetic resonance imaging (MRI) and there was no known reason for the cause of the stall. It was noted that on (B)(6) 2019 the patient came into the office stating they hear alarms in her pump. A motor stall was discovered. The pump was turned down to minimal rate and the alarm was silenced. Surgery for pump explant and replacement was scheduled. Oral medication was provided to supplement. It was noted that the motor stall resolved. The patient had surgery on (B)(6) 2019 and the pump was explanted and replaced. The patient's weight was 203 pounds which conflicts with previously reported information of 225 pounds. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a manufacturer representative on 2019-aug-21. It was reported that the stall occurred on (B)(6) 2019 and lasted until (B)(6) 2019. The patient was placed on oral medications until replacement occurred on (B)(6) 2019. During replacement, 26.6ml were withdrawn from the old pump and placed into the new pump. 30ml were expected. The new pump was set to the lowest rate at simple continuous flow and the replacement was successful. There were no environmental, external, or patient factors that may have led or contributed to the issue and the patient's status was alive - no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the clinical diagnosis was updated to withdrawal symptoms. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the patient's daughter called on (B)(6) 2019 to tell the hcp that the patient' pump alarm was alarming. The patient was brought to clinic and complained of increased back pain, nausea, and vomiting. Upon pump interrogation on (B)(6) 2019, they were alerted by the pump programmer that the patient's pump was in a motor stall. Therapy was suspended and surgery for explant and replacement was scheduled for (B)(6) 2019. The outcome of the event was noted as ongoing. The clinical diagnosis was increased pain and withdrawal symptoms. The patient's weight was (B)(6) pounds. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the pump was explanted/replaced on (B)(6) 2019. The device disposition was returned to manufacturer. The outcome of the event resolved without sequelae on (B)(6) 2019. The motor stall was noted as a spontaneous pump motor stall. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 1500 mcg/ml fentanyl at 634 mcg/day, and 20 mg/ml bupivacaine at 8.45 mg/day via an implantable infusion pump for non-malignant pain and radiculopathy. It was reported that there was a motor stall at the initial interrogation. The patient did not recently have a MRI. The hcp saw service codes 99 and 100 and that the pump had been stalled for 120 hours and 10 minutes. It was reported that the patient had a CT scan recently but no MRI. No symptoms were reported. No further complications were reported.